Event description:
It was reported that the patient experienced inappropriate shock in response to atrial fibrillation (af) being fell into the ventricular fibrillation (vf) zone. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.